Event description:
It was reported that the patient was first overdosed about 12 years prior and stated the health care provider (hcp) had made a mistake when filling the pump. The patient experienced numbness in his face and it felt like he was near a fire and got burnt. The patient could not feel his lower lip and could not drink anything cold. The patient also went through some emotional changes and was crying a lot. Reportedly the pump was turned down four times and was turned down ¿47% total.¿ this device system delivered baclofen. Additional information has been requested, but was not available as of the date of this report. In addition, the following information had been captured in manufacturer report: 3004209178-2012-00820: it was reported that the patient experienced an overdose. The patient was considering healthcare provider (hcp) options to manage his pump. It was later reported that the patient¿s hcp had no records indicating the patient was overdosed. There was no mention of any problem with the baclofen pump per the hospital discharge summary. It was further reported that as a result of the overdose the pump had to be turned down four times. (Please note, the patient was in the hospital for a urinary infection not an overdose.) Going forward, any new information pertaining the patient¿s first overdose will now be captured in this current manufacturer report being filed on (B)(4) 2014. Please note that manufacture report# 3004209178-2008-04406 captures the patient¿s second reported overdose in 2008.

Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# j0058164r, implanted: (B)(6) 2001, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).